Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not registering as closed due to the absence of a magnet. A field service engineer replaced component. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.